Manufacturer narrative:
Examination of the submitted devices confirmed polyethylene wear. Product information required to review the device history records was not provided. The investigation could not identify any one primary root cause of the polyethylene wear, as the length of time implanted, device alignment, reported patient "active" lifestyle, and method of sterilization could all be contributing factors. No corrective action required. In addition, the product codes are discontinued items.

Event description:
Patient was revised because of poly wear.